Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a colorectal procedure, the jaw broke and it is unknown if the jaw is still attached or completely broken off. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned. No other details are available.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the top of the I-blade fractured and slightly lifted. The jaws were attached to the instrument and no damaged was seen nor pieces missing (under microscope inspection). The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged of the I blade. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.